Event description:
The customer reported that the system did not refresh the last image hold when a new fluoro image was taken. A reboot cleared the issue. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the image processor. The system operates as intended.